Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock and one round of anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient indicates they felt chest tightness during the episode. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.